Manufacturer narrative:
The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.0 inr, qc 2: 5.1 inr, qc 3: 5.1 inr . The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and the results have passed the internal inspection. Initial reporter occupation was patient/consumer.

Event description:
There was an allegation of questionable results from coaguchek xs meter serial number (B)(4). At 17:25, the result from the meter was 1.7 inr. The customer retested because he did not believe the result. At 17:28, the result from the meter using a different finger was 2.6 inr. The therapeutic range was 2.5-3.5 inr and the customer tests once a week.